Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked around the device when the nurse activated the push button. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. A total of 30 retained samples underwent functional tests, all of which passed as they were able to be activated properly with no evidence of defects or leakage. Additionally, functional tests were conducted on 30 retained samples, and all samples passed with no evidence of damage to the device or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked around the device when the nurse activated the push button. There was no health impact or consequence reported.